Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. As reported, the patient underwent placement of a trapease permanent inferior vena cava (ivc) filter. Per the patient profile form (ppf), the device was unable to be retrieved on or about ten years post implantation although there is no record of an attempt to remove the filter having been made. The patient also reports to suffer from anxiety. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter. The following additional information received per the patient profile form (ppf) indicates that the device was unable to be retrieved on or about ten years post implantation although there is no record of an attempt to remove the filter having been made. The patient also reports to suffer from anxiety.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. A review of the manufacturing documentation associated with lot r1005511 presented no issues during the manufacturing process that can be related to the reported event. Corrected data: (date of implant). Additional information is pending and will be submitted within 30 days upon receipt.